Event description:
It was reported that a patient had a connection issue with a transfer set, which occurred when the customer changed the set. It was reported that the patient connector of the transfer set was not connected well with the titanium adaptor. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test and clamp function test were performed with no issues noted. Functionally, the set was hand tightened to a lab titanium adapter with difficulty noted. A batch review could not be performed because the lot number was not available. The sample was confirmed for the reported problem; however, the root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.